Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp5. According to follow up with the customer the issue was very intermittent and has happened also on july 21st during a case and july 24th during priming. According to follow up, the customer was using a revolution pump head. It could not be excluded the ramp-down function was active. Serial read out (real time device parameters and setting recording file) of the pump was collected and from preliminary log files analysis, no error is stored on july 21st. However, error messages are stored on july 24th and july 25th. A livanova field service engineer was dispatched the customer and intermittent flow issue confirmed to be related to drive motor. A new drive motor installed and all tests on this system passed. System returned to the customer for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the alarms ¿motor monitoring control failed cent.pump 1¿ and ¿ups active - start without mains¿ were displayed on cp5 and centrifugal pump did not move despite increasing rpms. The device was then turned off and back on and would not go past 1500 rpms until some time went by. Machine was used in a case and had some trouble going up on flow intermittently. There was no patient injury.